Manufacturer narrative:
Per the instructions for use (IFU), cardiovascular injuries such as perforation or dissection of vessels, ventricle, myocardial or valvular structures, and hematoma are known potential adverse events associated with the overall thv procedure and may require intervention. According to the thv training manuals, risk factors for aortic dissection, hematoma, or annular rupture during the thv procedure include significant thv over sizing, severely obliterated sinuses of valsalva, porcelain aorta and/or presence of bulky calcification, and narrow calcified stj. In addition, advanced age, female gender, small body weight, and steroid dependency can also be contributing factors. The sapien valve relies on native valve calcium to securely anchor to the annulus. Despite this beneficial aspect of calcium, bulky calcium can increase the risk of calcific nodule displacement into the vasculature, which can lead to vascular injury. At times, the extent and distribution of calcium can impair ease of delivery of the valve, correct positioning of the valve, deployment of the valve, and procedural success. Per the instructions for use (IFU), arrhythmias are known potential adverse events associated with balloon valvuloplasty, the use of local and/or general anesthesia, aortic valve replacement, and the overall thv procedure. Peri-procedural ventricular arrhythmias can be associated with patient and procedural factors such as poor ventricular function, inadequate coronary perfusion, hypovolemia, annular rupture/ aortic dissection, cardiac tamponade, wire and catheter manipulation, and prolonged or repetitive runs of rapid pacing. These patients can be non-operative or high risk, have complex medical histories and have multiple co-morbidities. They are routinely administered multiple vasoactive drugs during the procedure and are intentionally made hypotensive, utilizing rapid ventricular pacing, to facilitate accurate valve deployment. As a result of these factors, intra-operative arrhythmias and hypotension are not uncommon and are treated with standard therapies, including additional vasoactive drugs or electrical conversion. It is also not uncommon to initiate brief chest compressions or cardiac massage to facilitate the distribution of these vasoactive drugs. If these standard maneuvers are not adequate, initiation of cardiopulmonary bypass (cpb), insertion of iabp, and/or conversion to open surgery may be required. Per the instructions for use (IFU), cardiac arrest is a known potential adverse event associated with balloon valvuloplasty, the use of local and/or general anesthesia, cardiac valve replacement with the thv procedure. Cardiac arrest occurs when a major cardiovascular, respiratory, or metabolic event results in the inability of cardiac muscle to generate sufficient force in response to electrical depolarization. It may be caused by a profound cardiovascular insult. Examples include severe prolonged hypoxia or acidosis, extreme hypovolemia, flow-restricting pulmonary embolus, cardiac tamponade, thrombosis (coronary or pulmonary). These events may be related to the edwards device if it is associated with cardiac tamponade, annular rupture, or other edwards-s device-related bleed. In this case, there was no allegation or indication a product malfunction contributed to these adverse events. Investigation results suggest patient factors (advanced age, peripheral artery disease) and procedural factors (aortic dissection) or the mechanisms described above could have caused or contributed to these events. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required. H3 other text: remains implanted.

Event description:
As reported from patient support, a care advocate called psc in response to receiving patient's implant card. They called to let ew know that the patient passed away due to cardiac arrest, aortic dissection, and renal failure according to the death certificate. During the brief conversation, they did not make any allegation towards an ew device. As per medical records review, the patient had a 26 mm sapien 3 ultra in the aortic position via left common femoral artery transfemoral approach. The implant was a success. There was good position of the tavr valve in a 90/10 percent position, transthoracic echocardiogram demonstrated no paravalvular leak or aortic insufficiency, mean gradient was between 9 to 11 mmhg. There was junctional bradycardia with post deployment of the tavr valve. A decision was made to place an ij pacer at the end. The patient had multiple episodes of v-tach/fib requiring multiple defibrillations. A review of aortograms after implantation of the valve suggested a type a aortic dissection. No edwards device malfunctions were listed. The patient tolerated the procedure well initially. While in the CT, the patient went into cardiac arrest followed by death. The patient was also found to have an ascending aortic aneurysm that extends into the lower thoracic descending aorta. The patient was evaluated by cardiac surgery but is not a surgical candidate given their critical status.